Event description:
It was reported that during patient treatment, the ventilator was unable to deliver the preset tidal volume. The patient desaturated and was placed on another ventilator. Final patient outcome was no injury. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was unable to reach the preset tidal volume during patient treatment. The ventilator was replaced with a new ventilator and the alarms did not return. No service has been performed on the ventilator. The ventilator logs were saved. Evaluation of received event log found several alarms for airway pressure high, respiratory rate high, and expiratory minute volume low. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. The patient was ventilated in volume control ventilation mode, which ensures a certain pre-set tidal volume. Alarms for vt insp. Overrange and inspiratory flow overrange were also generated the last 15 minutes of ventilation. In volume control ventilation mode, the airway pressure is dependent on the tidal volume, inspiration time and the resistance and compliance of the respiratory system. The ventilator will always strive to deliver the set tidal volume but will be limited by the set airway pressure alarm limit. The ventilator alarms for airway pressure high when the airway pressure exceeds preset upper pressure limit. The alarms for airway pressure high in volume control ventilation mode indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. According to the test log, the ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Since the issue was solved with a new ventilator and a new patient breathing circuit, the most likely cause of the increase in airway pressure was a blockage in the respiratory system such as an occluded expiratory bacterial filter. The cause of the alarms for vt insp. Overrange and inspiratory flow overrange were most probable at the time when the patient was moved to the new ventilator. Our conclusion based on the log evaluation, is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The cause of the high pressure situation has not been determined. Investigation code: 4117.